Event description:
A biomedical engineer reported a system message was displayed towards the end of a procedure. The staff attempted troubleshooting the system but was unsuccessful. A second system was brought in and used to complete the procedure. There was no harm to the patient reported.

Manufacturer narrative:
The company representative examined the system, verified "red stop sign" system message in the event log, and replaced the supervisor assembly. The system was then tested and met product specifications. The supervisor assembly has been returned and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).